Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient receiving baclofen (unknown con centration and dose) via an implantable pump. Other medications the patient was taking at the time of the event were not provided. The pump's indication for use (IFU) was listed as intractable spasticity and the patient's medical history was noted as spasticity. The patient had a pump and catheter replacement on (B)(6) 2015. The patient underwent pump replacement due to the elective replacement indicator (eri) and during that surgery, the healthcare professional (hcp) was unable to aspirate the catheter, so he opted to replace the old catheter with a new one. When asked what diagnostics/troubleshooting were performed in relation to the catheter issue, the rep indicated on (B)(6) 2016 that only catheter aspiration was attempted; no other testing was performed. The rep reported that no cause was determined in relation to the catheter issue. The drug lot number was not available. No symptoms were reported. Follow-up was also conducted for the baclofen type, concentration and dose, but this information has not been received. If additional information is received, a follow-up report will be sent.